Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, restenosis occurred. The patient had an unknown size taxus express2 implanted in the proximal left anterior descending coronary artery (lad) on an unknown date. (B)(6) 2010, restenosis in the proximal lad was diagnosed. The lesion was 75% stenosed, 15mm long with a reference vessel diameter of 3.5mm with timi-3 flow. (B)(6) 2010, the patient underwent treatment for restenosis. Treatment consisted of angioplasty and placement of a non-bsc drug eluting stent resulting in 0% residual stenosis and timi-3 flow. The patient outcome was reported to be "recovered."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that at the time of the index procedure, the patient's qualifying condition was asymptomatic ischemia. Cardiac catheterization revealed a visually 90% stenosed (73% via core lab analysis) and 16mm long lesion located in the proximal left anterior descending with a reference vessel diameter of 3.0mm and timi-3 flow. This was treated with direct stent placement of a 3.0x16mm taxus express2 stent and post dilation resulting in visually 0% residual stenosis (10% via core lab analysis). Timi-3 flow was maintained. At the time of the event core lab analysis of the pre treatment restenosis found that it was 61% stenosed and post treatment was 3% stenosed. The event was considered resolved the same day and the patient was discharged.